Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the internal screws on the universal modular electric/battery single trigger handpiece are loosening or falling out. There was no report of patient injury associated with the event.